Event description:
The following was reported to gore: on an unknown date, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a non-gore stent graft (implant date and implanted devices information is unknown). On an unknown date after initial procedure, it was confirmed that the right common iliac artery aneurysm was enlarged. On (B)(6) 2023, a reintervention was performed to the right common iliac artery aneurysm enlargement. Reportedly, the gore® excluder® aaa endoprosthesis (leg) and the non-gore stent graft were implanted in the right common iliac artery in the initial procedure. A 12fr gore® dryseal flex introducer sheath was attempted to insert from the right side but it couldn¿t be advanced due to a cicatrix. Therefore, it was changed to a dilator of a 14fr gore® dryseal flex introducer sheath and the 14fr sheath was inserted and advanced, then changed to another 12fr gore® dryseal flex introducer sheath was inserted and advanced successfully. Two gore® excluder® aaa endoprostheses (contralateral leg endoprostheses) were implanted to extend the right leg. The patient tolerated the procedure.

Manufacturer narrative:
H.6.: code c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.